Event description:
Additional information: the onset/diagnosis of the device pocket infection was noted as (B)(6) 2012. Signs and symptoms of infection included redness and pain. The patient was admitted to the hospital and treated with intravenous (IV) antibiotic; improved. The patient was re-admitted (B)(6) 2012 and the pump discontinued. A culture obtained from the wound at the time of surgery revealed no growth. The patient outcome was noted as infection resolved.

Event description:
The patient had been dealing with a device pocket infection for approximately 1 month. Explanting the device system was planned. Intrathecal baclofen to oral baclofen dosing equivalence was discussed. Drug delivered via the device was lioresal 2000mcg/ml, 25 9.1mcg/day. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8598, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; catheter model: 8596, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter model: 8596, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk; catheter model: 8583, lot# n240841, implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)